Event description:
After the completion of a left heart catheterization with ventriculogram aortogram and graft angiography the catheter and sheath were removed, angio-seal was deployed but did not engage. Manual pressure was held and the pt was taken to her room with stable vital signs and no apparent complications.